Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g6 cgm was not providing glucose values to the ilet because the sensor was not paired to the ilet, which was resolved after starting the sensor and entering the sensor code. Symptoms included hyperglycemia with a reported glucose of 263 mg/dl and elevated glucose outside target for approximately two hours. Outcomes included use of back-up subcutaneous insulin via pen (8 units of rapid-acting insulin) without further medical intervention. Investigation included troubleshooting and user education on correct cgm pairing and sensor code entry. Investigation of this case revealed user pairing error and use error related to incorrect or missing sensor pairing, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.